Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient passed away form multi-organ failure approximately 1 week following implant of the device. It was reported that the patient received heartmate 3 implant under emergency circumstances; development of a progressive multi-organ failure which was untreatable at the end and related to the outcome. No device issues were mentioned. It was reported that the device operated as intended and there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6)2021. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multi-organ failure approximately one week following implant of the device. Furthermore, it was reported that the patient received heartmate 3 implant under emergency circumstances; development of a progressive multi-organ failure, which was untreatable at the end and related to the outcome at least. No device issues were mentioned. It was reported that the device operated as intended and there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.